Event description:
It was reported that: the physician advanced the tavr sheath into the right common femoral artery. Physician met a good amount of resistance while advancing the sheath. Tavr procedure was completed and the sheath was removed. Manta sheath / device was advanced with no resistance and deployed per the IFU. An angio was performed in the ap position which displayed no extravasation. There was a steady ooze post manta deployment similar to a tract ooze. Manual pressure was applied for 10 minutes. The site was checked and minor oozing was still present. Manual pressure was applied for an additional few minutes. Oozing stopped and the patient was bandaged and transferred to the bed to go to ICU for recovery. Upon rolling out of the cath lab, the rn noticed a saturated sheet and bandage and the patient was taken back into cath lab to assess. The bandage was removed and there was no active bleeding but manual pressure was applied for 10. The patient received 1 unit of blood in the recovery area and was transferred to ICU. A few hours later in the ICU, the patient had slight ooze and manual pressure was applied. The patient's scrotum became abnormally swollen and the patient complained of abdominal pain. The patient was brought back to cath lab to assess the right femoral. An angiogram was performed. Extravasation was visualized. A covered stent was placed over the active bleeding site proximal to the manta. A balloon was inflated to post dilate the covered stent. Post angios were taken to confirm no bleeding. The patient went back to the ICU in stable condition. Additional information: micro puncture and ultra sound were utilized to gain a higher access in the cfa. Measured depth for the manta was 5.5+1cm. Blood pressure was 93/40mmhg and act was 221 prior to closure.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: the physician advanced the tavr sheath into the right common femoral artery. Physician met a good amount of resistance while advancing the sheath. Tavr procedure was completed and the sheath was removed. Manta sheath / device was advanced with no resistance and deployed per the IFU. An angio was performed in the ap position which displayed no extravasation. There was a steady ooze post manta deployment similar to a tract ooze. Manual pressure was applied for 10 minutes. The site was checked and minor oozing was still present. Manual pressure was applied for an additional few minutes. Oozing stopped and the patient was bandaged and transferred to the bed to go to ICU for recovery. Upon rolling out of the cath lab, the rn noticed a saturated sheet and bandage and the patient was taken back into cath lab to assess. The bandage was removed and there was no active bleeding but manual pressure was applied for 10. The patient received 1 unit of blood in the recovery area and was transferred to ICU. A few hours later in the ICU, the patient had slight ooze and manual pressure was applied. The patient's scrotum became abnormally swollen and the patient complained of abdominal pain. The patient was brought back to cath lab to assess the right femoral. An angiogram was performed. Extravasation was visualized. A covered stent was placed over the active bleeding site proximal to the manta. A balloon was inflated to post dilate the covered stent. Post angios were taken to confirm no bleeding. The patient went back to the ICU in stable condition. Additional information: micro puncture and ultra sound were utilized to gain a higher access in the cfa. Measured depth for the manta was 5.5+1cm. Blood pressure was 93/40mmhg and act was 221 prior to closure.

Manufacturer narrative:
Qn#(B)(4) no return product evaluation could be completed as the device was not returned for investigation. Angiography photos were obtained by vsi/teleflex indicating extravasation proximal to the radiopaque lock. A covered stent was placed over the access and radiopaque lock. The device lot history record review for lot number mn2201490 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. An 82-year-old male patient (195lbs.) Presented in the or for a tavr procedure. Higher-positioned access was gained utilizing a micropuncture kit with ultrasound guidance. The right common femoral arteriotomy (cfa) had mild posterior calcification, and posterior wall calcification, with a depth measurement of 5.5cm + 1cm. During the initial procedure, the physician encountered substantial resistance to advancing the 18f gore dryseal procedural sheath. After completion of the tavr, heparin, and protamin were administered, and an 18f manta was deployed to the measured depth for closure. Following deployment, an ap-positioned angiography indicated no extravasation, although a steady ooze at the access site required manual pressure for ten minutes. The access site was checked, minor oozing was still present, and manual pressure continued for a few more minutes. Once the oozing ceased, bandages were applied, and the patient was transferred to a gurney for transfer to ICU. While exiting the cath lab, the rn noticed the sheets and bandaging were saturated and the patient was transferred back to the cath lab for assessment. The bandage was removed, no active bleeding was visible, and as a precaution, manual pressure was applied for more than ten minutes. While in recovery, the patient was transfused to a unit of packed blood cells and was transferred to the ICU. A few hours later, oozing was visible, and manual pressure was applied. The patient began complaining of abdominal pain, his scrotum was becoming abnormally swollen, and was transferred back to the cath lab. An angiography revealed significant extravasation proximal to the manta site. The surgeon proceeded with the placement of a covered stent over the site followed by post-balloon inflations to dilate the covered stent. Post-angiograms indicated no further bleeding, the patient was stable and was transferred back to the ICU. Multiple causes for extended hemostasis requiring a covered stent have been established; however, the exact cause for this extended hemostasis requiring a covered stent is likely user error due to the h igh-positioned access and complications experienced during the initial procedural sheath insertion and is not manta-related. High-access sites are listed as contraindications to the manta device due to the possibility of not achieving an optimal seal and causing more difficulty in controlling bleeding. Risk documentation was reviewed; covered stent placement is a known risk. The severity of harm is ranked at a 4 based on endovascular intervention requiring stenting and the patient was transfused one unit of blood. As per the manta instructions for use: the risk of hemostasis failure, and access bleeding are recorded as adverse events in the IFU and other access site complications leading to late arterial bleeding, possibly requiring endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding, and oozing from the puncture site. Additionally, the IFU precautions: if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. There appears to be no product quality issue for manufacturing, documentation, or labeling. The der process will continue to monitor and investigate any similar events.